Manufacturer narrative:
The reported "c temp" error occurred during patient treatment. And the rotaflow console was switched with another one according to the technician dated on 2020-04-14 via communication grid in the complaint during visit in the hospital on (B)(6) the reported failure could be confirmed. A pin stuck in the air intake of the fan on the bottom of the console, and the fan was unable to move. The problem was resolved by removing the pin. By removing this pin, it is operating normally. The most probable root cause for the reported failure "c temp" could be the detected pin which make that the fan was unable to move. The instructions for use rotaflow/ 4.2 / en / 13 was reviewed on 2020-04-15 with the following outcome: in chapter 2.2 general safety instructions 2.2.2 position of use and operation, and positioning it is described as follows: only operate the rotaflow system within the specific technical and ambient conditions ( "ambient conditions", page 76). Ambient temperatures outside of the specified conditions can disrupt the sensors' measurements. This may result in incorrect measurements, which may cause incorrect values be displayed and trigger alarms. There must be no risk of condensation. Condensation may occur when the device is taken from a cold environment into a warm room. Make sure that the ventilation openings are not obstructed and the rotaflow system is not covered. There is a risk that the rotaflow system will overheat. Ensure a minimum distance of 50 cm to other devices, objects, or the wall. The rotaflow risk analysis version v06 (dms# 2023689) chapter h1.1.1.10 was reviewed on 2020-04-15 with the following outcome: the most possible causes for the reported failure "temp error" could be determined as: over-temperature condition in the device, e.g.: increased heat generation due to short circuits, defect battery, heat accumulation, heat generation due to motor blockage, device used out of specification, charging of battery. The reported failure "c temp error" occurred during patient treatment and could be confirmed. The device was directly involved in the incident. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from (B)(6) that "c temp" alarm occurs on the rotaflow console while using a patient. Switched to another console. (No patient health damage) when technician visited the hospital on (B)(6) and confirmed it, a pin stuck in the air intake of the fan on the bottom of the console, and the fan was unable to move. The problem was resolved by removing the pin. Complaint ID: (B)(4).